Manufacturer narrative:
Concomitant medical products: 3211-36 lead, implanted: (B)(6) 2012, explanted: (B)(6) 2019; 0185 lead, implanted: (B)(6) 2012, explanted: (B)(6) 2019; 4088 lead, implanted: (B)(6) 2012, explanted: (B)(6) 2019; 4968-60 lead, implanted: (B)(6) 2012, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
An attorney alleges the patient developed an infection resulting in explant of the chronic device system. After ¿extended admissions and readmissions to address the infection issues¿ the device system was explanted, and a replacement cardiac resynchronization therapy pacemaker (crt-p) system implanted on the contralateral side. The patient was discharged to an acute rehabilitation facility, later readmitted to the hospital, and subsequently discharged to home. One day post discharge to home, the patient became unresponsive and was transported to the emergency room where the patient passed away forty-six days post replacement. The cause of death was indicated as cardiac arrest and also described as ¿heart attack¿. The attorney alleges that the replacement device failed resulting in the patient death.